Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the device was received, and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d4, h4: additional information provided. H3, h6: part: 314.468; synthes lot: 6919131; supplier lot: na; release to warehouse date: april 12, 2012; manufactured by synthes jennersville. No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Service & repair evaluation. The customer reported the device was not functioning properly. The repair technician reported the device was missing the holding sleeve spring. Missing spring is the reason for repair. The cause of the issue is unknown. The following parts will be replaced: holding sleeve spring. The item is currently on hold before final inspection has been completed due to component (spring) not in inventory. The evaluation was confirmed. Service & repair history: no service history review can be performed as part number with lot number(s) is a lot/batch-controlled item. The service history review is unconfirmed. The device was deemed serviceable and returned to the customer; no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Service and repair investigation: the customer reported the device was not functioning properly. The repair technician reported the device was missing holding sleeve spring. Missing spring is the reason for repair. The cause of the issue is unknown. The item was scrapped and will be forwarded to customer quality. The evaluation was confirmed. Product investigation: it was noticed that the coil spring was missing from the returned stardrive screwdriver shaft. Hence, the complaint is confirmed. A review of manufacturing record evaluation showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Due to the nature of the complaint and missing component, dimensional inspection could not be performed. While no definitive root cause could be determined it is possible that the device encountered unintended forces such as being dropped during usage or handling or any unintended misplacement of components during sterilization cycles could have contributed to this missing component complaint condition. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during instrument inspection in the sterile processing department on an unknown date, it was noted that the holding sleeve for stqardrive screwdriver shaft and the holding sleeve were not functioning properly. It was further noted that the devices are missing springs. There was no patient or surgical involvement. This report is for one (1) holding sleeve for stardrive screwdriver shaft. This is report 1 of 2 for (B)(4).